Manufacturer narrative:
H3. Analysis found micro usb charge port is loose, failed bench test, and 3.2 vbus current default power. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 10-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for malignant pain. The pump was used to deliver ketamine, dilaudid (hydromorphone), and another unspecified drug. It was reported that there was a short in the power cord. A request for a replacement cord was sent. Additional information indicated that the power cord was received but the cord was loose when plugged into the communicator. The communicator port was loose and the cord wiggled. A request was sent for a replacement communicator. Patient services reviewed communicator battery expectations. It was noted that the patient took anti-nausea medication.